Event description:
Complaint description: the hosp reported that a pt's bronchial lavage sample (bal) cultured positive for pseudomonas and that positive culture results were obtained from an olympus bronchoscope. The hosp does not know if the samples were identical. The bronchoscope cultured negative after it was subject to additional reprocessing.